Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the right atrial (ra) lead exhibited intermittent atrial undersensing resulting in the implantable pulse generator (ipg) potentially prematurely ending episodes at time. The lead remains in use. No patient complications have been reported as a result of this event.